Event description:
It is reported that a customer experienced low blood glucose of 35 mg/dl. The customer stated that they passed out for an hour. The customer did not seek medical treatment. The customer later experienced high blood glucose of 495 mg/dl. The customer's blood glucose at the time of the call was 143 mg/dl. The customer was informed that there could be many reasons for high and low blood glucose. The customer stated that they were eating a jolly rancher before they had passed out. There was a no delivery alarm from the customer's insulin pump but the customer declined trouble shooting the issue, because the customer did not have a tubing clam. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. Assistance was further provided with turning on the vibrate feature on the customer's pump because the customer could not hear the alarms on their pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.